Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023. Investigation summary: bd received sixteen sealed 22 gauge insyte autoguard units from lot 2216568 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities to the units. Next, the units were function tested for retraction. Each unit retracted successfully without any resistance or delay felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. However, a trend has been identified for this defect and an investigation has been opened by the manufacturing facility to correct this issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle. The following information was provided by the initial reporter: "reported issue: not firing".

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle. The following information was provided by the initial reporter: "reported issue: not firing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.